Manufacturer narrative:
Details of complaint: on 8/7/2019 customer nurse called stating that all gz telemetry devices were in communication loss on this cns device (pu-681ra s/n 372). Nk tech support noted no gz telemetry devices were in the host table. Nk tech support checked the rns serial number 4516 and shows the same communication loss issue for these gz devices. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: nk cits restarted the ug services and terminated debug view to restore communication. The debug view was left running to diagnose unrelated issues. After it had been left on for a while to capture information, the ug services became unresponsive and caused communication loss. Service history for this facility shows one additional communication loss incident when queried for "comm" in complaint description after (B)(6)/2019: ticket 67704 - reported on (B)(6) 2019. The root cause has not been determined. Due to debug view session having been terminated by cits, debug view as a root cause of the communication loss was not re-occurred. D11 & c2: the following devices were being used in conjunction with the cns and were not known to have failed.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss while monitoring gz transmitter devices.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss while monitoring gz telemetry devices. Restarting the ug service and terminating the debug view resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns and were not known to have failed: gz telemetry devices.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss while monitoring gz transmitter devices.